Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address right hip pain. It was also indicated that aspiration was positive for infection, and loosening of the acetabular cup at the bone to implant interface. Doi: (B)(6) 2013; dor: (B)(6) 2018; right hip. No surgical delay.